Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A visual and microscopic examination of the returned product was completed, and the following features were observed: a visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. The guidewire returned fractured. The core protruded 0.5cm from the coil. The coil was stretched out and tangled up, starting at 177cm from the proximal end and continuing up to the distal tip. The coil and core remained intact. There is a bend present, at 35cm from the proximal end. After deconstruction it showed that the ribbon broke behind the distal weld with a small piece of ribbon exposed. There is evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: event: stuck guidewire when did it occur - after completing ablation in the lspv, lpv, and ripv, while moving from the ri to rspv. What type of guidewire was used - bsj's starter guidewire if the guidewire was a bsc device, what was the lot or j-pos number - 8570392. Was a new guidewire used to continue the procedure? Was a new guidewire used to continue the procedure or was the same guidewire used - the same guidewire was used. Was the guidewire removed as usual - no did you experience any resistance while manipulating the guidewire - it suddenly became impossible to advance further. Was the guidewire moved in and out of the catheter several times - yes how long was the coagulation time (act) when the stuck occurred - over 300 seconds please describe in detail how it happened; guidewire stuck in catheter and not releasing. After completing the ablation in lspv, lipv, and ripv, the issue occurred while moving from the ri to the rspv. The catheter was positioned via a direct approach in a flower shape, and the guidewire was retracted into the catheter. After manipulating the sheath, an attempt was made to advance the wire further, but it would not move. As a result, ablation was performed while maintaining the flower shape. Physician comments: patient outcome: no patient injury infected: no generator/controller: unknown ablation catheter used: unknown other used: unknown device/procedure outcome: original device used, procedure completed patient outcome: f26: no health consequences or impact, as reported device codes: 1457: entrapment of device or device component, as reported patient codes: 9398: no clinical signs, symptoms or conditions.